Manufacturer narrative:
(B)(4). The following sections could not be completed with the limited information provided. Unique identifier (UDI) #: (B)(4). Medical products- x-series integral lateralized hip components catalog#: x11-170312 lot#: 745470 m2a magnum system catalog#: 139256 lot# 747300 it is unknown if device will be returned for analysis. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Patient underwent a right hip revision procedure approximately nine years post-implantation. Revision operative report indicates a synovectomy was performed due to fibrous gray tissue consistent with metallosis. There was fluid in the joint, and corrosion visible on the trunnion. The femoral head was removed and replaced and a dual mobility bearing was implanted. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. Review of the revision op notes reveal patient underwent a right hip revision procedure approximately nine years post implantation. Operative findings show surgeon noted extrusion of fibrous gray tissue consistent with metallosis. Surgeon noted a large amount of fluid within the joint and significant gray synovitis. Surgeon had difficulty removing the femoral head and it was found to be cold welded on to the stem. After surgeon spending sometime head was removed and surgeon noted one little scratch on the trunnion, but a significant amount of black corrosion on the trunnion. Stem was found to be well fixed. Cup was also noted to be in good position and well fixed. The femoral head was removed and replaced with a dual mobility bearing. The device was returned and evaluated. Upon visual inspection, there is some scuffing on the head and there has been damage to the taper area of the device. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of medical records which confirmed the complaint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.